Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely after two days of wear. The customer experienced symptoms of sweating, paranoia, and loss of consciousness, requiring treatment of fruit juice provided by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Adhesive was not returned therefore, adc was unable to perform further investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely after two days of wear. The customer experienced symptoms of sweating, paranoia, and loss of consciousness, requiring treatment of fruit juice provided by her husband. There was no report of death or permanent injury associated with this event.